Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system checkout. The solid state drive was replaced and the system passed checkout. The system issue is noted to have recurred at a later time and it was reported under regulatory report #1723170-2020-01505 fdm 10, fdr 114, fdc 4307 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: ssd 9735999r with s8 os s8 svc, serial/lot #: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software logs were returned, but analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while preparing for a case, the system logged out when the software was in the cranial application. This happened after patient data was loaded. After logging back in to the software, 15-20 minutes later the software logged out again. The manufacturer representative checked the self test and an error message popped up that said "system program problem detected". The system did this one more time before it registered. The system was rebooted and the behavior did not occur again. It was then noted that another error populated on the system that said "sorry, ubuntu 14.04 has experienced an internal error". There was no patient involved when this issue was discovered.

Manufacturer narrative:
The lot number of the ssd is s4x4ne0m809949p. The logs were returned for software analysis. The analysis was unable to determine probable cause without further information since the behavior could not be replicated. Fdm, fdr, fdc are applicable to the software analysis. The ssd was returned for product analysis. No failure was found with the ssd. Fdm, fdr, fdc are applicable to the product analysis. If information is provided in the future, a supplemental report will be issued.